Event description:
Customer complained about sensor reading discrepancies. Customer stated that the sensor was reading glucose below 40 mg/dl and she received a threshold suspend alarm. Customer was advised on the threshold suspend limit being 60 mg/dl and sensor reading below it. Blood glucose value was 138 mg/dl. Nothing further reported.

Manufacturer narrative:
Inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor passed per specification with accurate readings. Also found cannula bent. Unable to confirm if customer received sensor in said condition due to customer returning it opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see manufacturer report number 2032227-2014-62835 for the insulin pump.